Event description:
It was reported that the lancet protrudes beyond the lancet drum of the multiclix device. No adverse event reported. The reporter did not provide the lot number of the device, nor the lancets. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.